Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose levels (500mg/dl). Customer was treated through intravenous insulin and was not admitted to the hosp.